Event description:
The pt experienced a problem with recharging. There were coupling and or communication issues. No telemetry was found with the physician programmer and unable to charge. Three full physician mode recharges were done and a fourth was started. The pt had charged twice since implant. The first time he received 8 coupling bars and the second time he had more difficulty. He was still able to change the neurostimulator (ins) up somewhat. The day after second charging session, the pt fell back on his ins site. He had some bruising and swelling. It had been healing up, but was unable to charge during this time. The ins was not overdischarged. The pt last felt stimulation about 2 weeks ago. The healthcare provider confirmed that the pt fell on his battery. He experienced pain and the battery was replaced.

Manufacturer narrative:
(B) (4).